Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator upgrade procedure, the pulse generator exhibited loss of output upon use of electrocautery. The patient went into cardiac arrest and was resuscitated. The device was explanted and replaced. The patient was transferred to the intensive care unit for recovery and was later discharged. No further information could be obtained.